Event description:
It was reported that during a lap low anterior resection procedure, they were firing across mesentery; the patient was a revision so there was a lot of inflammation. The surgeon stated that when he clamped down on tissue it was hard to clamp down. He attempted to fire and it would not fire. He then attempted to open it and it would not open. They put another device and fired behind the first device. The surgeon was able to fire the second device twice, however, the staples did not look like they formed correctly. They pulled both of these out and got another device. They attempted to fire it and it would not fire. A second device was opened and it worked correctly. The patient is okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.